Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: what were the indications for surgery? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? How was leak identified? What had to be revised? Can more information be provided on the ¿insufficiency of the staple line¿? Were there any issues noted with staple formation? If so, please describe. What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Response: no further additional information available.

Event description:
It was reported that following a rectum procedure, the patient had an anastomotic leak. On the first postoperative day, the patient has to be revised due to an insufficiency of the staple line.